Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, 5 reloads did not fire. The surgeon was able to press the green button on 3 reload and unable to press the green button on 2 reloads. The surgeon was unable to squeeze the handle with all 5 reloads. There was no patient involved.